Manufacturer narrative:
Insulin pump had cracked case at display window corners, severely scratched/worn, and cracked display window.

Event description:
The customer reported via phone call that the insulin pump had a lot of scuff on the screen and could not see through it. It was very difficult to read the screen. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.